Event description:
It was reported that the patient had a return of symptoms. The patient was implanted four days prior to the report and wanted to know what was the highest she could turn up stimulation safely. The patient noted that she started out at 2.5 and then increased to a little over 3. The patient then had her first accident in a month a ¿couple of days ago,¿ so increased to 5 where she was feeling stimulation strongly, but comfortably. The manufacturer representative reportedly told the patient she could check the stimulation once a week. Later that day it was reported that the patient was so confused and she had been testing out the machine and losing signal and the screen was blank. The patient was going to the bathroom a lot and went the afternoon of the report, which was not normal. The patient was assisted with the patient programmer and the stimulation was found off on program 2 at 2.5. The patient noted that stimulation was supposed to be on and the manufacturer representative had taped over the on and off buttons. The patient turned stimulation back on and increased to 2.9 volts which felt perfect. Three days later, it was reported that since implant the patient had had three accidents. The patient noted that her trial period worked ¿perfect¿ for her and had no accidents. This change was very upsetting to the patient. The patient tried to increase stimulation on her current program, but that had not helped. Later that day, it was reported that since implant the patient had had a lot of ¿instances.¿ the patient stated that she went to the bathroom six times the day prior to the report. On the day of the report, the patient had ¿two semi-firm¿ movements, ¿one firm,¿ and ¿one accident.¿ the patient was at 4.5 volts and assisted in increasing stimulation. While increasing, the patient did not feel a pulse and felt a pain in her vagina. The patient then increased to 6.4 and 6.5 and she started feeling the vibration. The patient noted that it was not comfortable at 6.5 and that it was never really comfortable. The patient decreased to 6.4 volts, which was a little uncomfortable, but she was going to leave it here. The patient mentioned that she had been urinating more often since implant. Four days later, it was reported that the patient had been ¿playing with it a little bit.¿ the patient saw the sync up screen and could not get any other screens. The patient tried relocating the antenna and re-syncing several times, but kept getting the same sync up screen. The patient thought she had pressed the wrong button accidentally. The patient pressed the on button and felt stimulation again. The patient mentioned that ¿when she was on program 2, it felt like her vagina was coming through her knees; it was like three to four days.¿ the patient reached the manufacturer representative on (B)(6) 2014 in order to change programs. The patient stated that since implant her symptoms had not been helped. The patient had an appointment with her doctor and manufacturer representative the thursday after the report. Three days later, it was reported that the patient was at 6.6 and wanted to increase stimulation, but when she pushed the plus button she saw the upper limit reached screen. The patient stated that this was ¿not a good thing.¿ the patient first saw this screen on the day of the report. The patient was unable to make an adjustment. The following day it was reported that the doctor¿s nurse helped the patient adjust her stimulation over the phone. Ten days later, it was reported that the cause of the event was that the battery and programs were changed by accident. Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and/or manufacturer¿s representative. An appointment of (B)(6) 2014 was noted. It was further reported that the patient was on program 4 at 7.2v and wanted to try program 3. Program 3 at 3.9v was too high and the patient lowered it to 3.4v and they felt stimulation. Program 4 wasn¿t working for them for the last 2 weeks. The patient would be seeing their health care provider (hcp) on (B)(6) 2015 for a revision because the implantable neurostimulator (ins) wasn¿t working for them. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up reported will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the hcp saw the patient on (B)(6) 2015 for a post-operative visit. The patient's status post the revision on (B)(6) 2015 was that they had been having some accidents without knowing why they were passing stool and it happened during the middle of the night. The patient had been eating some cereal with milk and they thought that was making their symptoms worse. The patient had a bowl of cereal 3 days ago and had a lot of accidents 2 days ago. Yesterday was better and the patient only had a little leakage. Every time the patient urinated, they had to have a bowel movement. The patient had fecal incontinence and unspecified postsurgical non-absorption. The patient thought they had a rash near the implant site and was having cataract surgery next week. The incision was healed, there was small irritation inferiorly, the patient felt stimulation in the vagina, and was on program 1 at 3.5v. The hcp discussed with the patient to stop drinking milk as it seemed to worsen their incontinence. The patient may have some degree of lactose intolerance, even though they ate ice cream every night. The patient would keep it on this program and could decrease stimulation if they had pain in the vagina. If the accidents continued, the patient would switch to program 2. The patient would follow-up in 4 to 6 weeks or 3 months if they were doing better. The patient would use bacitracin on their skin irritation and was instructed to bring their patient programmer for cataract surgery as they may have to turn the implant off.

Manufacturer narrative:
Product ID: 3037, product type: programmer. Patient product ID: 3889-28, lot# va0ge5e, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, product type: programmer. (B)(4).